Manufacturer narrative:
Section d4: serial number, lot number, expiration date, and UDI have been updated. Section h4: manufacture date has been updated. Further information was received indicating this event was a supplemental and reported in manufacturer reference number 2916596-2024-07079. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information was made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new backup system controller was retained due to controller failure.